Event description:
It was reported that during a da vinci-assisted surgical procedure, intuitive surgical inc. Representative reported from offsite to technical service engineer (tse) that there were two occurrences of the instruments on universal surgical manipulator (usm4) moving non-intuitively when the surgeon¿s head was out of the high resolution stereo viewer (hrsv). The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the prograsp instrument was on the universal surgical manipulator (usm4). The issue did not occur while the surgeon was attempting to manipulate instruments from the surgeon console. The failure was not related to an inability to move the instrument at all. The instrument moved when the surgeon¿s head was outside of the console. The head was out of console and wasn¿t intending to move instruments. No shakiness or friction. No system to arm interference. There were no external collisions. The issue was persistent. No patient injury or harm. The device was inspected prior to use. No damage observed.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive a da vinci product involved with this complaint to perform failure analysis. A follow-up MDR will be submitted if additional information is received.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. No site visit was conducted. Field service engineer (fse) followed up with customer and confirmed that the issue had not repeated since original occurrence. Fse instructed the customer to make sure the head is completely removed from the console before letting go of the controls. The system has been working properly. The system was working properly, and no additional action was required as the issue was resolved. The probable root cause is attributed to improper customer setup. Based on technical support engineer (tse) notes, the system issue was due to the surgeon's head not being fully out of the console.

Event description:
Refer to h11 for follow-up information.